Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Initial reporter's facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
After 7 days in a patient, it was reported that leakage was found on a bd nexiva¿ closed IV catheter system when the device was being flushed. Leakage was reported to be found at the junction of the tubing and hub. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: bd received a sample for evaluation. Upon examination, damage was observed on the extension tubing near the luer adapter. The sample underwent leak testing and leakage was observed at the site of the damage. The damage (tear) in the catheter tubing did not show any physical or mechanical evidence to support that the defect occurred during manufacturing. The jagged edges indicate that the tubing was torn or pulled away from the adapter, possibly through manipulation by the patient and/or clinician. A definite root cause could not be determined. A DHR review could not be performed as no lot number was provided. Sample analysis - visual/microscopic examination revealed damage to the extension tubing near the luer adapter. The sample underwent leak testing, and leakage was observed at the site of the damage. The customer's experience was confirmed and reproduced. Conclusion: the damage (tear) in the catheter tubing did not show of any physical or mechanical evidence confirming or supporting manufacturing or catheter extruding manufacturing related issues for the defect. Jagged edges indicate that the tubing was torn or pulled away from the adapter possibly through manipulation by the patient and/or clinician. Root cause is indeterminate.